Event description:
Reporter stated that caller from the facility reported that final containers, compounded by the unit, had overfill in them. This was based on compounded bags having 100-115ml remaining at a time when they should have been empty. The caller stated that the IV infusion pumps being used had been checked and were operating within specifications. He was using 2l and 3l bags for final containers. He also turns rotors after installing a new transfer set and he does not prestretch the tubing. He stated the problem did not occur on the day he called. But had occurred the last few times bags were compounded. The unit will be returned for evaluation.